Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens and the trailing haptic tore. There was pt contact but no injury.

Manufacturer narrative:
Results - a visual inspection of the returned product found one haptic torn off and missing. The lens optic and the other haptic were torn. There was evidence of clear surgical residue. Conclusion - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector & cartridge were not returned for evaluation.